Manufacturer narrative:
According to the facility on 02/27/24 the "needle was put on syringe and handed to doctor to inject, as soon as the doctor pushed on syringe the needle flew off". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on 02/27/24 the "needle was put on syringe and handed to doctor to inject, as soon as the doctor pushed on syringe the needle flew off".